Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the outer layer of the driveline's external repair site was confirmed via an image provided by the account. The affected area was repaired with rescue tape. The patient remains ongoing on (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use and patient handbook are currently available. These documents discuss damage due to wear and fatigue of the driveline and include driveline care instructions. The replaced heartmate ii left ventricular assist device percutaneous lead patient instructions provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside . . . Allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." The patient instructions states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous driveline repair was reported under MFR # 2916596-2020-00113/ the recent damage that was covered with rescue tape is covered under MFR # 2916596-2023-04432. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient sent a picture of their driveline and said the grey plastic that was used to cover the driveline repair was cracked. There were no alarms or change in parameters. The patient requested to report to the hospital for further assessment and investigation of the driveline. Log files were to be shared upon the patient's visit. It was planned to rescue tape the damage.